Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed moisture present in tubing, soda lime canister and breathing system. The components were dried and cleaned. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit was delivering high c02. There was no report of patient involvement.